Event description:
During a routine transfer of pt from cardiac chair to bed, pt was placed in supine position, all lines were checked and free with adequate slack for transfer. Pt was transfered to the bed by four staff members, following which bleeding was noted from the swan ganz catheter. The catheter was found to have broken off at the 85 cm marking. The portion of catheter remaining in the pt was removed and a new catheter was inserted. No pt complications.